Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloons were used in the right hepatic during an endoscopic retrograde cholangiopancreatography (ercp) with dilation of the hepatic duct procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that there was a microscopic hole in both balloons. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the body of the balloon. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloons were used in the right hepatic during an endoscopic retrograde cholangiopancreatography (ercp) with dilation of the hepatic duct procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that there was a microscopic hole in both balloons. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.